Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the unit was found to have a bent comb and the ratchet was stuck on the bottom roll. The comb, bottom roll, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during cleaning the handle was found to be stuck, and it had been assembled incorrectly. Handle was able to move up and down. However during inspection it was found the device had a bent comb. No harm or delay were reported. No other adverse events were reported.